Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the post implant interrogation, the device lost telemetry with the programmer. The programmer was then restarted to perform the signal test. The patient was stable with no adverse consequences.